Manufacturer narrative:
Device evaluation update: g4, g7, h2, h6 and h10 results of investigation: the suspect device was not returned for investigation. Vyaire medical determined root cause due to environmental contamination. An extremely fine salt within the facilities environment entered the system and into the blower assembly and inspiration valve, causing a build-up of debris which in-turn caused resistance to the blower rotation. This in turn cause the blower damage due to overheating. Completed repair and replacement of the device.

Manufacturer narrative:
At this time, the suspect device has not been return for investigation however, unit log file and screen shots are provided. Therefore, no further evaluation can be identify. Any additional information received from the customer will be included in a follow-up report.

Event description:
The customer reported bellavista 1000 blower failure and inspiration valve leaky active alarms while on a patient. Also, burned smell is present while performing a calibration test. It was confirmed that the patient was placed to a back up ventilator. Furthermore, there was no patient harm reported associated with the event.